Manufacturer narrative:
It was reported by abbott north western hospital, that when using latex free penrose drains "they fall apart or tear in the patient." The reporter states on 10/12/2020 a penrose drain was placed in the chest. Reporter states, "penrose sewn to conduit-pulled up through the chest, penrose came off." Reporter states a new ¾" bd/bard latex penrose drain was placed because of the issue. Reporter is unable to provide patient demographic (age, weight, gender). Reporter states no serious injury, or follow-up care required. Samples are not available for return and evaluation. Due to the reported nature of the incident and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, "when used in surgery to pull at either the stomach or bowel, the drain seems to fall apart/tear in the patient causing several patient safety concerns."